Manufacturer narrative:
The insulin pump had unresponsive esc and up buttons due to corroded keypad traces. No button error alarm during testing. It was unable to verify time/date anomaly due to unresponsive button. Device had scratched keypad overlay, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.

Event description:
The customer reported via phone call that at the beginning of march, he was running, he fell and damaged the insulin pump. He also reported that on (B)(6) 2015 the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 151 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.